Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient stated, for the last year or so, the device has not worked for them at night. The patient is up 15 to 20 times and sometimes they just drip, then 30 seconds later, they void. The patient does not think they have a urinary tract infection, but stated symptoms are back to baseline. The patient had a procedure for their back, and they had to turn off their ins for the procedure. The patient also stated their symptoms were the same with the ins off. The patient takes prescribed pain medication and muscle relaxers. The patient's stimulation was adjusted, and they felt the stimulation in the vaginal area and then it faded. The patient charges their device monthly with no issues. The patient wants to meet their local representative for reprogramming. The therapy support specialist clarified the patient had a procedure for their back and the ins was off. The patient said they were taking medication and muscle relaxers for their back.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "incontinence, urinary" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient stated, for the last year or so, the device has not worked for them at night. The patient is up 15 to 20 times and sometimes they just drip, then 30 seconds later, they void. The patient does not think they have a urinary tract infection, but stated symptoms are back to baseline. The patient had a procedure for their back, and they had to turn off their ins for the procedure. The patient also stated their symptoms were the same with the ins off. The patient takes prescribed pain medication and muscle relaxers. The patient's stimulation was adjusted, and they felt the stimulation in the vaginal area and then it faded. The patient charges their device monthly with no issues. The patient wants to meet their local representative for reprogramming. The therapy support specialist clarified the patient had a procedure for their back and the ins was off. The patient said they were taking medication and muscle relaxers for their back. The therapy support specialist left voice messages for the patient, but they did not respond.